Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to oversensing, noisy signals and high impedances out of range. It was suspected that the lead was fracture. This rv lead was successfully replaced. No additional adverse patient effects were reported.